Event description:
It was reported that durom cup was removed due to acetabular loosening.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.